Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and resumed insulin after waiting; alarm did not recur, pump returned to normal operation.